Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient previously underwent multiple mris for other medical condition. This caused the silicone on the magnet pocket to break which prohibits further internal magnet replacement by the surgeon thus resulted in the decision to explant the device. The clinician also stated the silicon was old and not flexible enough that caused it to break easily. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to performance decrement. The patient was re-implanted with another cochlear device during the same surgery.